Event description:
It was reported that the lead had intermittent loss of capture and the physician believed there was a possible defect at the proximal end of the lead. The lead was extracted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the outer insulation had cosmetic environmental stress cracking, and there was apparent explant damage.